Event description:
Increasing t04 mv at 0.4ms from 3 mv previously. Patient said he sensed a stimulation., decision was to hospitalize and extract all device system and new implant. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).